Event description:
Report received from france stating "impossible to enter in the 1.8 incision. No pt impact."

Manufacturer narrative:
Product has been requested to be returned, however it has not been received.